Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer felt resistance while filling the cartridge with insulin using the syringe. The cartridge was able to be filled without changing the supplies. The customer's blood glucose level was not impacted.